Event description:
Pt was found between bed rails with vest restraint in place. The restraint had been correctly applied and checked. Pt apparently attempted to get out of bed and the vest restraint shifted causing asphyxiation.